Manufacturer narrative:
The customer at chirec asbl centre médical, reported that while positioning a patient, the gantry rotated in the opposite direction at a high rate of speed when the user initiated the total body preprogrammed motion (ppm) command. The system was in clinical use when this occurred. There was no harm as a result of this event. The philips field service engineer (fse) went on site to evaluate and confirm the reported issue. The fse confirmed that the operator utilized an e-stop (emergency stop) to halt the system motion when they noticed the incorrect gantry rotation. Philips engineering reviewed the details of this event and concluded that the reported issue has been previously investigated as part of ¿gantry reverse rotation¿ scenario which concluded the following: the cause of this behavior is that the software does not correctly handle two conditions: 1) motion reaches zero velocity but it not within the allowable distance from the programmed end position to complete the motion in a single step. 2) motion reaches the programmed end position, but the magnitude of the velocity is greater than the allowable range of values to complete the motion in a single step. The result of missing the thresholds for stopping is that the motion reverses direction and accelerates until the motion is stopped by external means (motion limit switch, activation of collision sensor, or activation of emergency stop button). The uncommanded gantry reverse rotation occurs very rarely in the normal use conditions. Furthermore, the gantry reverse rotation is not spontaneous, but a continuation of the commanded motion by the user and is detectable. The system has collision sensors, hardware and software travel range limits and emergency stop controls which can be relied on for the user to stop system motions. Per the instructions for use (IFU): before you start a study, make sure that the equipment can proceed through its full range of intended motions without coming into contact with the patient or objects. The emergency stop buttons activate quickly to stop detector and gantry motions. Make sure that you are familiar with the location of the emergency stop buttons, and do not hesitate to use them. Philips has decided to pro-actively report this issue of gantry reverse rotation. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was the gantry rotated in the opposite direction at a high rate of speed when the user initiated the total body preprogrammed motion command during clinical use. This event is currently under investigation. Based on the available information, this issue has been initially determined to be a reportable event .

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was the gantry rotated in the opposite direction at a high rate of speed when the user initiated the total body preprogrammed motion command. This event is currently under investigation. Based on the available information, this issue has been initially determined to be a reportable event .